Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that post the index procedure there was stent graft migration > 5mm associate with type ii endoleak detected. No further intervention was required. Per the investigator, the event was related to the device and but not related to the procedure. No clinical sequelae were reported and no further information is available.